Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16360 - device 9 of 16.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 16 infusion sets fell off during use events on (B)(6) 2024.the events occurred within a day and half of insertion. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.